Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a call service alarm had occurred during the prime/fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 02/10/2015. The pump has been returned and evaluated by product analysis on 01/28/2015 as follows: the black box showed a call service alarm associated with a high force occurring as a result of an occlusion during a prime on 11/03/2014. The returned battery cap and returned cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly and no call service alarms or any other related warnings occurred during the investigation. Product analysis was unable to duplicate the call service alarm complaint. The pump cover was removed for further investigation and no intermittent condition was found to the motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.